Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. Both the atrial epicardial lead and the left ventricular epicardial lead had high thresholds. The atrial lead was capped and replaced. The left ventricular lead was partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5071-53 lead, implanted: (B)(6) 2011. (B)(4).